Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. The patient called and stated that while at a follow up appointment the physician stated that the previously placed stent graft was crushed and that another procedure was needed to correct the event. The patient is not yet scheduled for any type of repair or surgery. The clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stent graft kink); (lack of information, unknown cause of event). Conclusion: (lack of information, unknown cause of event); known inherent risk of a procedure (stent graft kink).